Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012, at 7pm. An hour prior to the alleged power issue, the patient reportedly was experiencing symptoms of lightheadedness and dry mouth. The patient¿s previous blood glucose reading (with the subject meter) prior to the onset of his reported symptoms is not known and it is not specified if the patient had made an changes to his diabetes regimen, meals, or activity level before the reported meter issue began. It is also not known if the patient tested his blood glucose with secondary/ back-up device subsequent to the alleged issue. According to the csr's documentation, the patient did not receive medical intervention/treatment after the reported power issue began. During troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the subject meter's batteries did not need to be replaced (per owner's booklet recommendation, the patient was using the correct test strips at the time the alleged issue occurred, and the subject meter does not turn on manually with the power button or with the test strip. The alleged power issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.